Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation of the photo samples notes one opened (without original packaging), used silicone foley catheter. Verified material number 2758j14 and manufacturing lot number ngjz2837. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received a 2 way foley catheter. The catheter tested for "difficult to deflate". During testing, the catheter balloon was inflated with 10 ml of solution using the in-house luer lock syringe. Deflated balloon passively and successfully in 1 minute and 15 seconds with no cuffing noted. This is within specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d,f,h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest, when checked the foley catheter balloon, even after sucking with a syringe the water did not return.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest, when checked the foley catheter balloon, even after sucking with a syringe the water did not return.